Event description:
An issue regarding the performance of the guidewire was reported to the manufacturer. The physician had experienced some resistance as the stent delivery system was advanced over the guidewire. The delivery system was able to reach the target lesion and the stent was deployed without issue. As the physician attempted to retract the guidewire through the delivery system, resistance was experienced and it became jammed within the stent delivery system. The devices were removed from the pt and there was no reported injury to the pt. Eval of the returned guidewire found that the device was jammed within the microcatheter of the stent delivery system and that the proximal end of the microcatheter appeared to be broken. The facility was contacted to obtain add'l info, but there is no more info available.

Manufacturer narrative:
The upn and batch numbers were not disclosed.